Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. Visual inspection did not identify any signs of fluid ingress and the touch screen and its surface were not damaged. The service representative replaced the faulty touch screen to resolve the issue. The unit was functionally tested and returned to service. A photo of the kapton-tail date-code of the touch screen was provided to livanova (B)(4) for evaluation. Evaluation of the received photograph confirmed that this is a known issue. A root cause investigation (rci 2015-17) was initiated for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova service.